Event description:
The implantable neurostimulator lead migrated which forced the pt into a fetal position. The device system was explanted (date not reported). Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.